Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an two unspecified elastomeric devices were not flowing. The catheters were dislodging prematurely and the devices would not infuse the ropivacaine medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Previously reported for two devices. It was reported one unspecified elastomeric device was not flowing. Corrected to: pump, infusion, elastomeric corrected to: meb \the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.